Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of one device opened by the account. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic total gastrectomy procedure. The surgeon inserted the tube from the mouth side and inserted the anvil head tilted properly. The insertion was smooth. The surgeon visually checked the anvil head was advanced to near entry hole in the esophagus. Then removed the tube from the cavity, however, the anvil head disengaged from the tube. The surgeon used an endoscope and noted it stayed near the entry hole in the esophagus. Then removed it from the mouth side with bailout suture. Replaced by a new anvil and the anastomosis was completed. The surgical time was extended by more than thirty minutes. There was no patient harm.